Event description:
Additional information from the hcp and manufacturing representative (rep) indicated that the patient did not like the placement of the ins, and is scheduled to have it explanted on (B)(6) 2021.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that patient still having pain and not feeling stim. Pt was recently implanted and was very difficult to understand but seemed to be saying ins site was bothering when the patient services (pss) agent attempted to clarify it. It appeared that pt may have only been referring to not getting pain relief from programming. The following programming was present, changes made during the call noted on each one. C1- 4.5 increased to 7.92- 4.5 upper limit3- 4.6 upper limit4- 4.6 upper limit. Result: pt doesn't feel stim or symptom relief. B1- 5.7 no feel anything. Increased to 8.1 feels a little stim2- 4.7 upper limit3- 4.6 upper limit4- 4.9 upper limit. Result: pt felt stim a little then went away, no symptom relief a1 -4.5 increased to 8.32- 4.3 .upper limit 3- 4.5 upper limit 4- 5.8 upper limit. Result: pt doesn't feel stim or symptom relief. Patient's next appointment is (B)(6) 2021. Pss redirect to hcp to assess programming, reviewed pss role/options. Additional information was received from the patient. The patient repeated information about therapy not working noting taking 4 pain pills every 4 hours. Pt repeated the information about pain at ins site noting ins is right at pant-line and pt provided further details that pt is diabetic, requested antibiotics at implant and was not given any now pt thinks the pain at ins site might be an infection. The patient also reported that he had surgery and feels pain in the waist. The doctor already advised the pt it can be because of the surgery, the patient think that there¿s an infection.